Event description:
It was reported that the patient developed pocket hematoma after a fall. The patient presented in hospital with an oozing pocket. The physician believed that the implanted system was not the cause of the hematoma. The device was explanted. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.